Manufacturer narrative:
A visual examination of the returned device under magnification revealed that there were no signs of irregularities, encapsulated bubbles, or nicks in the tube that could have contributed to the break. Cross section magnification of the tube at the break point did not show striations in the silicone which is consistent with the tube tearing due to it being nicked or severed. The cross section showed a very clean break of the silicone which is consistent with an elongation break. The visual examination of the returned sample suggests that the tube was pulled until broke. The complainant stated that the child was a (B)(6) playing in her activity center when the tube broke. Home use of these nasogastric tubes is not typical. A review of the device history record was not possible as the complainant did not provide a lot number. No corrective actions will be taken at this time, although the investigation confirmed that the tube broke, magnification of the break point suggest the break was an elongation break. There is no evidence that the break was caused by the design or manufacturing of the device.

Event description:
A nutritional support dietitian at (B)(6) sent e-mail to neomed on (B)(6) 2012 stating that a neomed silicone feeding tube had broke. On (B)(4) 2012 additional information was obtained that stated the tube was placed nasogastrically by the baby's mother in a home setting. The mother noticed the baby was in distress and reached down her throat and removed the indwelled portion of the tube. Complainant filed medwatch with FDA on (B)(4) 2012. The medwatch stated that the baby's esophagus was scratched and she was taken to the emergency room for evaluation. Neomed did not learn of the emergency room visit until we received the medwatch from the FDA on (B)(4) 2012.